Event description:
The following details were reported to gore: greetings: I wanted to make sure that this occurrence was reported. I just received the info: the case date was (B)(6) 2022, (B)(6), pediatric pulmonary conduit stent placement, (B)(6) female. Dry seal flex lot: 22470061. While placing a pulmonary conduit stent, there was resistance in advancing or removing the stent from the sheath. The sheath was removed and it was seen that the sheath had pulled apart distally. There were no issues and another stent was placed.

Manufacturer narrative:
H6: added codes 213, 4315. The dryseal sheath was discarded by the site, however a jpeg image was provided and evaluated by gore engineering and showed the following: the jpeg was evaluated and the root cause of the separation of the sheath could not be determined with the available information. The procedure for event trending, analysis, and review generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified the trending process as requiring a CAPA. This type of occurrence will continue to be monitored by gore.

Event description:
On (B)(6) 2022, during placement of a pulmonary conduit stent the physician reported experiencing resistance when advancing and removing the stent through a 10 fr gore® dryseal flex introducer sheath. The sheath was removed from the patient and 12 fr gore® dryseal flex introducer sheath was used to deliver the stent and complete the procedure without issue. The removed sheath was examined and reported to have pulled apart distally. The patient tolerated the procedure without issue.